Event description:
It was reported that the customer's insulin pump had an error alarm during the manual prime process and insulin was squirting out without stopping. Advised that the customer should revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.